Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was failing to capture. On (B)(6) 2019, the patient was brought in clinic for followup with physician. Patient will continue to be monitored. There were no patient consequences reported.